Event description:
It was reported that stimulation could not be adjusted. It was reviewed how to clear a power on reset (por) condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).